Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred during basal delivery. Reportedly, the cartridge was cracked. When a new cartridge was loaded, the pump fill estimate was inaccurate. The user's blood glucose (bg) level was 241 mg/dl. The bg level was addressed with a bolus. The user would continue to use the pump until replacement pump is received. Additionally, it was confirmed that the user had manual injections available.

Manufacturer narrative:
(B)(4).